Event description:
The customer reported after surgery, the surgeon realized there was fluid on the cassette. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found damage to the fluidics module due to saline solution leaking. The customer is using a different drainage bag on the system cassette. The fluidics module was repaired by replacing the hub roller and the four optical sensors mounted in an assembly. The pistons were removed and cleaned. The area was lightly lubricated to avoid corrosion problems. The system was then tested and met all product specifications. The cassette was not saved for eval. However, the reported system message has been attributed to leaking cassettes/drain bags. Leaking cassettes and/or drainage bags are causing fluid to leak onto the fluidics module face and pool there. The fluid ingresses inside the fluidics module causing the fluid to come in contact with the optical sensor. The drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. An internal investigation has been opened to address this issue. (B)(4).